Manufacturer narrative:
To date the device has not been returned to medtronic for eval. If further info is received or the device returned, a follow-up. Medwatch report will be sent.

Event description:
The MFR's rep reported that the pt had an infection at the pocket site of her interstim device. This infection resolved without explanting the device, and now the pt is experiencing bleeding from her incision site. Further info is being requested from the hcp.